Event description:
Pt presented for cardiac catheterization for exertional chest pain concerning for possible cad progression. The procedure went well with access via the right femoral artery. At the conclusion of the case, a percutaneous closure device was fired, but remained stuck and could not be removed. Vascular surgery was consulted who removed the device and immediately sealed the artery with a graft stent. An angiogram showed good runoff via superficial femoral artery and profunda with no extravasation. The pt was discharged home the following day.